Event description:
On (B)(6) 2008, I had two hernia's repaired with kugel mesh, (B)(4), then in (B)(6), 2009 I had four other hernia's repaired with perfix plugs. From here I have had several infections, and severe pain, and heart problems. On (B)(6), 2010 I had the kugel mesh explanted and replaced with collamend fm. I had IV antibiotics for five weeks after the explant surgery. I believe I have filed a complaint about the kugel mesh, (B)(4). Therefore, I am filing this complaint about the collamend fm. My explant surgery for the kugel mesh was on (B)(6), 2010 at (B)(6). The doctor's name was dr (B)(6). He explanted the kugel mesh and implanted collamend fm. My after care was conducted in part by (B)(6), and primary care specialist in (B)(6). I returned home to (B)(6) where my previous doctor at primary care specialist resumed my medical care. I began a familiar course of medical problems that I experienced with the kugel mesh, I had pain and infections again. Within a year my collamend fm failed. The collamend fm rolled up in ball, I underwent another explant surgery and abdominal wall reconstruction. Dr (B)(6) performed this surgery at (B)(6).